Event description:
The patient presented with several days of headache, irritability, and 1 day of several episodes of emesis. No fever, however was sleepy. Underwent a CT scan of the head which demonstrated increased ventricular size compared to her previous baseline head CT. The patient was brought to the operating room and found to have a bioglide disconnection. The ventricular catheter was disconnected from the rickham reservior. Subsequently, another ventricular catheter was placed. Patient monitored in the pediatric ICU overnight, underwent another CT of the head, at which time there was an increase in ventricular caliber. She also vomited several times. Therefore, she was brought emergently back to the operating room where a left occipital ventricular catheter was placed without difficulty, the existing distal tubing which demonstrated excellent runoff. Subsequently, the patient did very well within 4 hours of surgery was awake, alert, playful, eating, talking. Another CT was taken the next day showed decompression of the ventricles with excellent placement of the occipital ventricular catheter.====================== health professional's impression======================she underwent a CT scan of the head which demonstrated increased ventricular size compared to her previous baseline head CT.the patient was brought to the operating room and found to have bioglide disconnection. This is a known problem with the bioglide shunt. The manufacturer is aware of this problem and has issued a recall on this bioglide catheter (FDA recall#'s z-1124-2009 to z-1134-2009).